Manufacturer narrative:
A consumer reported that he used the solution without reading the instructions and did not use the lens case packaged with the solution. The consumer reported experiencing burning, sensitivity to light, and redness in right eye resulting in a doctor visit. The doctor's office confirmed patient was diagnosed with a burn on the cornea and conjunctival sac. Patient was given over-the-counter systane ultra eye drops and instructed no lens wear until the irritation resolves. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms and signs reported are consistent with the (B)(6)description of a temporary injury associated with hydrogen peroxide exposure. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
A consumer reported that he used the solution without reading the instructions and did not use the lens case packaged with the solution. The consumer reported experiencing burning, sensitivity to light, and redness in right eye resulting in a doctor visit. The doctor'' office confirmed patient was diagnosed with a burn on the cornea and conjunctival sac. Patient was given systane ultra eye drops and instructed no lens wear until the irritation resolves. Patient was approved to return to lenses.